Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 2.50mmx15mm nc emerge balloon catheter was advanced for pre-dilatation. However, during the second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.